Event description:
According to the reporter: procedure: nephrectomy. Black plastic coating had come off the instrument and was found in the patient. The pt weight is unknown. The black plastic covering on the tip of the device flaked off, but the tip did not break. The pieces were removed and no more could be found in the pt cavity.

Manufacturer narrative:
(B) (4). (B) (4).